Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii to their inside sales representative (isr). Isr notified technical services (ts). Customer reported receiving an elevated patient blood lead test result with corresponding confirmatory test result of "normal". Ts emailed the customer to request additional information on 06/05/2026. On 06/08/2026 ts left a message with the customer's front desk and requested a call back. On 06/15/2026 ts attempted to call the customer. Ts was unable to leave a message as the voicemail box was full. Ts emailed the customer requesting additional information. No additional information has been provided by the customer to date.